Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during quality testing. Further investigation revealed a broken rotor and core drive shaft. Corrosion damage to the motor cartridge was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core impaction drill was called in for repair due to overheating during a procedure. No adverse consequence was reported; the procedure was completed successfully with another device.